Manufacturer narrative:
H6: investigation summary bdj received 2 unused samples and 4 photos were returned by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged tube with the incident lot was observed. Additionally, the customer samples were evaluated by bdj and confirmed that the inner wall of the tubes was sharply damaged. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of damaged tubes was not observed. Bd was not able to identify a root cause for the indicated failure mode however, this defect is not caused by any manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k the tube was cracked. The following information was provided by the initial reporter. The customer stated: "the hcp noticed after blood collection that the inner wall of the tube was sharply damaged."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k the tube was cracked. The following information was provided by the initial reporter. The customer stated: "the hcp noticed after blood collection that the inner wall of the tube was sharply damaged."